Manufacturer narrative:
(B)(4). All buttons were found to be working properly, but there was moisture damage found on the keypad. The insulin pump was received with a scratched lcd window, a cracked case at the window display, and a cracked reservoir tube lip. There was no moisture damage to the pump.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. Customer advised to revert to backup plan as per hcp's instructions. The device was returned for analysis.